Manufacturer narrative:
(B)(6).

Event description:
Information was received that a pump was exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette were attached. It was reported the end user was getting ready to change the cassette when the alarm resolved, however the user has been having issues and the cassette is the same lot number as the others with the same issue, the end user insists there is a cassette issue. No adverse patient effects were reported. No additional information is available at this time.